Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient reported experiencing syncope. Reports symptoms of turning white and having a low pulse. The field representative has no further information at this time nor does the physician. The cause of the patient's syncope cannot be determined.